Event description:
It was reported that cgm displayed error message during sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, completed pump reset, confirmed error message did not reappear, and then successfully started new sensor session with no further issues reported.